Event description:
It was reported that during a tvt procedure, the mesh separated from the needle. Procedure was converted to general anesthesia. A 7cm dissection at the right side through the fascia to the cavum retzl was performed in order to retreive the tape and the sheath. The procedure was successfully completed with this device, and the device remains implanted.